Manufacturer narrative:
Summary of device evaluation: analysis of the returned resolute integrity device showed evidence of damage to the balloon on the proximal balloon cone. Blood was evident between the inner and outer shaft of the device and negative prep was performed indicating the presence of a leak. An attempt was made to inflate the device but failed and liquid was seen exiting a tear at the proximal balloon cone. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the rca e xhibiting 75% stenosis with excessive calcification and moderate vessel tortuosity. The device was prepped and inspected prior to use with no issues noted. The lesion was not pre-dilated prior to use of stent. It was reported that the balloon of the relevant device ruptured upon first inflation on the proximal of the balloon. There were no patient clinical sequelae reported.